Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin flow blocked alarm. Customer reported critical block and inverse critical block did not add to zero error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer reported larger air bubble in the tubing. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged pump error 15 on event date (B)(6) 2022. Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Pump communicated and calibrated properly with test guardian link transmitter. No calibration not accepted alert noted during testing. Pump was monitored with guardian link transmitter and no lost connection noted during testing. Unit passed dat at 0.0870 inches. No unexpected alarms/alert/anomalies noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 15 occurred on (B)(6) 2022 02:46 am found in the history files or traces. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic assembly & force sensor. The following were noted during visual inspection: scratched case, cracked belt clip rails, pillowing keypad overlay. Pump error 15 is confirmed due to being found in history files medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a critical block and inverse critical block did not add to zero error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported insulin flow blocked. Customer stated that insulin did not exit tubing with manual plunger push. Customer reported air bubble in tubing and received sensor updating alert. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.